Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional flow rate testing was performed and the device met specifications; the reported condition was not reproduced. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse the required volume. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.